Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #:1420 / catalog #:1420 / expiration date: 28-feb-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 14-feb-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern regarding above normal ventricular assist device (vad) power speeds at variable times. Log fi les were reviewed, and it was felt that it was a normal trend for the patient and nothing concerning was noted. Maximum power was 6.5 watts and normal range maximum was 5.9 watts. It was also reported that the log files indicated a controller loss of power which the patient acknowledged doing. The patient was reeducated on safe power source changes. It was noted that the patient was subtherapeutic on (B)(6) 2022 at 1.4 and on (B)(6) 2022 at 1.8. The patient was otherwise therapeutic. It was noted that all labs were normal, and no signs or symptoms were noted at the time. Plans were made to monitor the patient. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and a controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed a controller power-up event on 05/apr/2022 at 04:46:18. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 67% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. Log file analysis also revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.